Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report #s 3005099803-2011-00622, 3005099803-2011-00623, 3005099803-2011-00624, and 3005099803-2011-00625 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat foot switch, an active cord, a gold probe, and a sensation polypectomy snare were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, power delivery to the snare could not be achieved; therefore the account opted to remove the target polyp without cautery and attempted to resolve the subsequent bleeding with a gold probe. However, this device failed to cauterize as well, at which point an entirely new procedure set was used to complete the procedure. It was reported that the amount of bleeding was expected given that the polyp was removed without cautery. The patient's condition at the conclusion of the procedure was reported to be fine.